Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an 180 degree change in the image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However; no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse tested the system with an endoscope and did not see any issues with the system. The system was tested and verified as ready for use. Isi has not received the endoscope for evaluation. Therefore; the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the log for the endoscope (pn 470027-64/sn (B)(4)) associated with this event was performed. Per review, it was confirmed the endoscope was used on the reported event date (B)(6) 2022. On system sl0256. The endoscope was last used (B)(6) 2022. On system sl0256. The endoscope had 1599 uses remaining after last use. The endoscope has been used in multiple procedures after the reported event. This complaint is reportable due to the following: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.